Event description:
It was reported that externalized conductors were observed via x-ray. The physician will continue to monitor the patient.

Event description:
New information received indicated that the lead was replaced.

Event description:
Additional information received indicated that the physician suspected that noise resulting in inappropriate atp and hv therapies was caused by this capped lead rubbing against the current implanted lead. The capped lead was completely explanted at time of system replacement.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.0cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 14.2-16.3cm from the distal tip. The etfe coating was damaged during explant at this location. Externalized conductors due to internal insulation abrasion were noted at 9.0-12.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 7.5-8.8cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 12.0-12.6cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.